Event description:
Catheter seemed to have a tiny hole in the balloon. We had to continually put saline in the balloon to maintain a waveform. When we took the ep out of the patient the balloon ruptured the rest of the way as it was pulled out of the cordis (introducer). No adverse outcomes to patient.

Event description:
A home patient (hp) contacted baxter's technical service center regarding a check patient line alarm. The hp stated there was a lot of air in the patient line. The technical service representative (tsr) instructed the hp to end therapy and start over with new supplies. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). (B)(6): customer report of "balloon ruptured" was not confirmed. Balloon inflated and maintained inflation without leakage. Balloon also appeared intact. Introducer was not returned. Unit is sent to (B)(4) for further evaluation 6/29/10-(B)(4) evaluation-the introducer and stylet were not returned with the device for evaluation. The device balloon was aspirated then inflated with 4.0cc of water. Inflation was sustained for 30 minutes and there were no leaks in the balloon. The device was visually inspected, and there is a small kink between the 3cm and 4cm markings. This kink does not affect the way the device functions. Water was introduced through all of the device lumens and the water flows from where it should. The distal device shaft was clamped off and pressure was put through the lumens to detect interlumen leakage. There is no interlumen leakage with this device. There are no other defects. These devices are visually and functionally tested 100% prior to packaging.

Manufacturer narrative:
The incorrect evaluation for this product was inadvertently submitted in the first supplemental medwatch, dated 07/06/2010. The correct evaluation is as follows: an attempt was made to aspirate the balloon twice but the balloon would not aspirate. Per the specification 4.0cc of air was put into the balloon and each time the balloon deflated and would hold no volume. The balloon was visually inspected under 10x magnification and it is noted that the balloon has burst. Visually the edges of the burst are jagged, and there is inconsistent wall thickness in the area that burst. The contamination guard was then cut off of the device to expose the device shaft. Visually there is a kink in the bellows and four very sharp kinks through the shaft. Water was introduced through all of the device lumens and the water does not flows from where it should, however the kinks in the shaft made it difficult to get the water through the device. There are no other defects detected. These devices are visually and functionally tested 100% prior to packaging.